Manufacturer narrative:
Returned for evaluation was a smartport. As received, the catheter and blue boot were attached to the port. The port and catheter tubing contained biomaterial {blood}inside and out. The catheter was fractured between the 5-6cm mark. Based on location of the fracture from the port (~10cm) and the worn (missing) print/oval nature of the fracture, the likely root cause is pinch-off syndrome. As observed in the returned catheter tubing longitudinal fractures may occur. The printing of the catheter was also worn off at the fracture site, indicating flexural fatigue failure. The rest of the catheter was found to be normal in appearance and measured within specification. The customer's reported complaint description is confirmed for fracture of the catheter tubing.the root cause of the catheter fracture is flexural fatigue failure, likely due to pinch-off syndrome if placed sub-clavian or the tunnel-to-vein junction if placed in the ij. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration and surgical complications. Implantation of attachable catheter (venous/vascular): trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a CT w/8fr det poly cath w/vi smartport. The patient had this port placed due to a previously reported port issue. After indwelling, it was found the newly placed port catheter was "broken/fractured" at the stem of the port. The smartport was removed and replaced with a new of the same device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.